Event description:
It was reported that a lead integrity alert (lia) was triggered on the right ventricular (rv) lead for possible sensing integrity counter (sic) and non-sustained ventricular tachycardia (vt) episodes. The detections were turned off and the lead is planned to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.